Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty power switch caused the reported issue. However, a specific cause of the faulty switch was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a faulty power switch regulator. The unit automatically powered off when the power button was pressed. Tested with test power switch regulator. Unit passed functional inspection. Tested with 180 and 190 model scopes. Lamp has 300 or more hours (non-olympus lamp). The unit failed full inspection due to faulty switch regulator and lamp replacement. Lastly, there was minor cosmetic damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power switch was broken and could not be pushed on the evis exera iii xenon light source. The issue was found during preparation for use. There were no reports of patient harm.